Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that a 5.5 x 60 mm supera self-expanding stent system (sess) was performed to treat a thrombus in the subclavian artery. Within hours, angiography was performed and verified acute thrombosis in the same artery. It was noted that the patient had a cold arm with a tickling feeling. An unspecified percutaneous transluminal angioplasty balloon was used to successfully complete the procedure. There was a clinically significant delay in the procedure. No additional information was provided.